Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that during insertion of a central venous catheter in a male pt, the puncturing needle broke at the funnel. Insertion of the spring wire guide (swg) through the cannula was still possible and was inserted as usual. There was no pt death, no pt injury and no delay in the treatment. The pt outcome was reported as ok.